Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed out the cartridge and infusion set and there were no further occlusion alarms. There was no reported impact to customer's blood glucose level.